Event description:
The device was removed as the pt was "unable to keep it inflated"> as reported to co a "tear was noted in the tubing exiting the cylinder" during surgery. The entire device was removed and replaced, however the device family and MFR of the replacement prosthesis is unknown. 10/1/96-upon receipt of the physician/surgeon's operative notes regarding the event which occurred on 9/19/96. It was stated; "co noticed an area of fluid leakage located near the junction between the reinforcement of the tubing out of the pump on the left side and the rest of the tubing". 'S

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/7/91 and removed on 9/19/96 because the pt was "unable to keep (the prosthesis) inflated." A resipump and two cylinders were returned to the MFR for evaluation. In the received info the physician stated that "user noticed an area of leakage located near the junction between the reinforcement of the tubing out of the pump on the left side and the rest of the tubing." Examination and testing of the returned components revealed a partial separation of outlet #1's exiting tube at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Based on qa's examination and the physician's observations qa concluded that while in-vivo, device usage, over time, contributed to sufficient stress(s) to rend the tubing at this site, allowing the loss of fluid and rendering the device inoperable.